Event description:
A surgeon reports having a pt with unexpected postoperative refraction and blurring of vision at distance and near following intraocular lens (iol) implant surgery. He also reports the pt has residual astigmatism. A yag laser was performed in 2008. In a follow-up, the pt's condition remains unchanged. The surgeon feels that the residual astigmatism may be the cause of pt's vision problems and that the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 8/5/2008 and 8/7/2008 by phone, fax, and mail. A completed questionnaire was received on 8/14/2008.